Event description:
Manufacturer received a summons which was the first notification of the alleged adverse event. The event was reported as; a morphine infusion was stated at 1900 on 7/16/97. The pt was found dead at 0445 on 7/17/97.